Event description:
It was reported that during a stenting treatment procedure, the stent deployment failed. The physician commented that during an attempt to deploy an unknown innova stent the deployment thumbwheel broke. Deployment using the manual pull grip would also not function. No additional information has been provided. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).